Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "the safety and expiatory valves are not fully functional". Additionally, "no sensor are working". No harm to the patient was reported.

Manufacturer narrative:
Follow-up 1: investigation outcome. Hamilton-g5 ventilator was reported as fully inoperable during use, with non-functional sensors and impaired safety and expiratory valve performance. Logfile review shows extensive high- and medium-priority alarms including repeated low tidal volume, disconnections (patient and ventilator side), loss of peep, and low minute volume. Multiple supply-related alarms (oxygen/air supply failure, low internal pressure) and repeated calibration attempts for inspiratory and expiratory valves (including initial failures) were recorded. A technical fault tf5500 (servo supply) was logged. Patient involvement was reported; however, no harm to the patient was reported. Correction included replacement of the servo module . To date, despite several reminders, the manufacturer has not received any additional information or confirmation as to whether the issue was resolved. Hamilton medical ag considers this case closed.